Event description:
It was reported that "the locking screw did not seat fully. The surgeon proceeded to try to seat the screw using said instrument by hand without using the torque limiter and the tip of the screwdriver that engages into the screw snapped off. Piece was easily retrieved and removed from the patient. Instrument disposed of along with the sharps."

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.